Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is complete.

Event description:
The customer reported that their system was at the ed1 console login prompt. Wa tech support had them type "acuity" and the system booted successfully. This resulted in a temporary inability to connect pts, however, bedside monitoring was not affected. There was no report of any pt harm as a result of the reported events.